Event description:
The customer called to report a blank display. The reported blood glucose reading at the time of the call was 47 mg/dl, which the customer treated. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.